Event description:
It was reported that the patient had not been able to make adjustment without antenna attached. The patient does not have antenna present to troubleshoot. The patient reports an overstimulation sensation. Stimulation was hurting her and she would like to turn it down. The patient was reporting that her programmer will not work with her internal antenna. Upon device return, analysis replaced the defective telemetry board. Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information received reported that the component involved with the event was the patient programmer. A new programmer was bonded to the implantable neurostimulator on 2015 (B)(6). The event cause was not determined and it was unknown if it was device related. It was also reported that the patient was diagnosed with a urinary tract infection on 2015-06-04 that was treated with ciprofloxacin. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0tcz7, implanted: 2015 (B)(6); product type lead. (B)(4).